Manufacturer narrative:
On april 13, 2007, an alcon technical service representative evaluated the facility ocuscan rxp with a calibration testing eye model and found readings out of alcon performance specifications. The alcon representative then checked the system probe with a different ocuscan rxp that the facility had been using regularly with no problems and found the results within alcon performance specifications. Three days later, alcon replaced the ocuscan rxp main printed circuit board (pcb) per the alcon representative's diagnosis of the system (incorrect reading) on original date. After the pcb replacement, alcon evaluated the system with a universal eye model and found the results to be within alcon's performance specifications. Approx three months later, per alcon further investigation, it was discovered that the system was used in an environment which was outside the ocuscan rxp temperature operating specification range of 10-35 degrees celsius (attachment 1). The system was initially reported to be in a room in a range of 30-32 degrees celsius, but further investigation indicated that it may have been as hot as 40 degrees celsius. It was also reported that people moved in and out of the room, and the room was not conditioned effectively. Alcon evaluated the returned (pcb) on a printed circuit board assembly line using a hotbed tester and in circuit test tester. The pcb passed both tests and was found to be within alcon performance specifications. The reported event could not be duplicated. Alcon is not able to determine the root cause of the event. Alcon has opened a corrective and preventive action to further investigate these events, incorrect axial length measurements.

Event description:
The customer reported that the machine gives 1.3 to 1.4mm more axial length readings. The machine has been tested with the calibration testing block. The readings show 1.4mm more than reading mentioned on the calibration block. The machine has been tested with the two known good probes with which machine still gives higher axial length readings. The first report was filed under MFR. Rpt. #2028159-2007-00291: patients were affected; bad postoperative results. Patients were implanted with 3 to 3.5 diopters less power of iol than required. The completed questionnaire provided specific patient information for patients. Some patients had iol implantation using the results of the ocuscan rxp. The post-operative visual acuity results of the patients were reported as: 6/9 (20/30), 6/9 (20/30), and 6/12 (20/40). Two add'l pts identified are filed as: 2028159-2007-00389, 2028159-2007-00390. After the readings were taken for the next six (6) pts, the facility had concerns about the measurements taken by the system and converted to an alternate system to calculate the iol lens power. This consisted of iol power calculation based on the use of an alternate formula and the difference in readings between the affected machine and another facility's scan machine. The post-operative visual acuity results of these six pts were reported as: 6/9 (20/30), 6/6 (20/20), 6/9 (20/30), 6/6 (20/20), 6/6 (20/20), and 6/6 (20/20).